Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced vaginal pain, recurrent urinary tract infections, bladder infections, abdominal pain and pelvic pain.all other information is unknown.